Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch in which it was reported that medication leaked from the filter vent when the vent cap was not opened during use. There was patient involvement, but no patient harm.

Manufacturer narrative:
D9 - date returned to MFR: 3/5/2026 received one (1) used. List #unknown, sodium chloride inj. 0.9% 250 ml intravenous bag with one (1) used. List #unknown, clave bag spike and one (1) used. List #unknown, spiros bag spike with one (1) used. List #142560488, primary plum set for inspection. As received, no damage or anomalies noted. The set was leak tested per specifications and no leakage was observed. The complaint of a leakage cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.